Manufacturer narrative:
Product complaint (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any changes to the postoperative care of the patient as a result of the event? Please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, opening and inserting the stapler into the anal canal was possible as usual. Afterwards they positioned the anvil beyond the purse-string suture and closed the stapler. The red safety has been pulled back to start the firing process, but the audible click has not been heard. After a another try they opened and removed the stapler completely. They observed a few staples which did not close properly. Additionally they saw that the stapler did not cut at all, due to later manipulations of the stapler during the removal the tissue ripped. Further resection of mucosa, re-adaption done by hand, therefore suturing had to be done more distally than normal which means more postoperative pain and urge.

Manufacturer narrative:
(B)(4). Date sent: 01/29/2020 d4: batch # t5ap68 additional information was requested, and the following was obtained: were there any changes to the postoperative care of the patient as a result of the event? Please explain. No information given, unknown. Device analysis: the analysis results found that the pph03 device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.